Event description:
It was reported the patient received the following results within 15 minutes: 343 mg/dl and 139 mg/dl. The blood glucose results were either taken with test strip lot number (498542) or (498488). It is unknown which test strip lot number was used.

Manufacturer narrative:
Lot 498488 was not returned for investigation, however retention testing was performed, and no failures have been observed.